Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04394. It was reported the patient's leas had migrated resulting in ineffective stimulation and stimulation in the wrong location. Migration was confirmed via xray. As a result surgical intervention took place on (B)(6) 2019 during which the leads were re-positioned to the correct location. Surgical intervention addressed the issue.